Event description:
It was reported that the device exhibited episodes of non-sustained right ventricular over-sensing due to post-paced t wave over-sensing. Programming changes were made. There were no adverse health consequences to the patient.